Manufacturer narrative:
(B)(4). Evaluation summary: this report for misassembly of the patient line in a disposable set with cassette was confirmed in the lab. The cause is manufacturing issue - assembly. A batch review revealed no issues related to the manufacturing of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer reported to baxter that during patient use the patient line broke when patient was performing her dialysis. Home dialysis had to be interrupted and antibiotic were prescribed. There was patient involvement. There were no reports of patient injury.